Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment and battery cap were cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. No battery cap or cartridge cap were found. All testing was performed with test caps. The pump powered up with a test battery cap. The battery cap was unable to fully tighten. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components. The battery life issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the original complaint, the battery compartment was cracked in the thread area with no evidence of moisture contamination inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).